Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined error message given for the reason for their lock out was invalid credential. A product support engineer set it blank and user was able to login to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system having trouble getting into the pyxis. Customer stated that the error message for the user is multiple failed attempts lock for the reason they were locked out of their account and there were delay in patient care workflow. There were no adverse events or injuries reported based on this event.